Event description:
Pt was connected to crrt and the line became disconnected at the site of the return line where the stopcock is positioned to connect the IV line infusing the ca gluconate. The pt lost - 500cc of blood in a 10min period and became hypotensive. No alarm is able to detect this disconnection. Pt sufferred an mi and a complete transverse myelopathy at roughly the t5 level.